Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the hub, lumen and balloon. Microscopic inspection revealed a circumferential tear in the balloon material, measuring 1mm in length, proximally 2mm proximal of the proximal markerband. There is no indication the device was inflated over rated burst pressure. There were numerous kinks in the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50mm x 15mm apex balloon catheter was advanced for dilatation. However, during the fifth inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50mm x 15mm apex balloon catheter was advanced for dilatation. However, during the fifth inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.